Event description:
Once the catheter was implanted in the patient, the doctor could not take the guide out of the patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.